Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump has a display anomaly. Their blood glucose is unknown. They said that the pump display is white and alarming. The customer said that this happened after they fell off their bicycle and damaged the pump. They said the pump is flashing from white to black. They were advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per their healthcare provider's instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify missing segments / partial display anomaly due to flashing white lcd. Unit received with cracked retainer, scratched case and minor scratched lcd window.